Event description:
Onjune 25, 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a reading obtained on another device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when cca reviewed the call. The patient reported that the alleged inaccuracy issue began between 4-5pm on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of 522 mg/dl with the subject device compared to 70mg/dl on another device (hospital meter) performed less than 30 minutes apart. The patient was unable/unwilling to say how he manages his diabetes or if he made any change to his usual diabetes management regimen in response to the alleged product issue. The patient reported that at an unspecified time on (B)(6) 2021, after the alleged product issue began, he developed the symptom of feeling he was going to have a heart attack because of the high result. He reported that this prompted him to go to the hospital where he obtained the blood glucose result of 70mg/dl. At this point, a healthcare professional (hcp) treated him with some food and drink to raise his glucose and retested his blood on the hospital meter which then read 133mg/dl. At the time of troubleshooting, the cca confirmed that the patient carried out the correct testing steps, the unit of measure was set correctly at the time of testing and that an approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention, administered by an hcp after obtaining an alleged inaccurately high blood glucose reading on the subject device.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.